Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus. A field service engineer replaced the controllers to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system it was determined that the device was not detected on bus. Customer stated that there was a delay in dispensing worklfow. There were no adverse events or injuries reported based on this event.